Event description:
It was reported that the ilet user experienced pump insulin depletion during the night, disconnected and took an injection, then reconnected in the morning and observed an unusually long time to see drops after installing a new cartridge; subsequent glucose readings were persistently high in the 200s to 300s, reaching 320, despite announcing a meal. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting guidance and advice to change the infusion site and monitor closely. Investigation included customer consultation on infusion site placement, inspection for air bubbles and wetness, and discussion of potential absorption issues such as scar tissue. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contributing factors including infusion site or delivery issues after cartridge change and possible impaired absorption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.